Manufacturer narrative:
.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: separated guide wire has caused or contributed to patient injury previously. Device issue: guide wire separation. It was reported that during the procedure, the distal portion of the bmw guide wire (about 5-6cm from the end) separated in the patient's coronary anatomy. The separated portion of the guide wire was successfully retrieved from the patient anatomy with a snaring device. No patient effects have been reported. No additional event or patient information is available.